Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site on the arm, the pod's cannula was found bent.